Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) reported when they were charging their implantable neurostimulator (ins) they got stuck on message checking the recharger and it took too long to connect to their implant. Patient stated the issue started a month ago. Patient stated when they charged their implant the paddle heats up after 10 mins of charging their implant. The agent instructed the patient to reset the controller and clean the port and check for damage pins. Patient confirmed no damage was found. Agent also instructed the patient to clean the recharger pins and check the recharger wire for damage and the patient confirmed no visible damaged. Agent instructed the patient to start charging and the patient confirmed they were stuck on checking recharger screen again and even of they adjusted the paddle nothing happened. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.